Event description:
Tip of plasmablade caught fire. Doctor performed two (B)(4) cases after the incident with the peak tna plasmablade without incident

Event description:
Tip of plasmablade caught fire. Doctor performed two subsequent tna cases after the initial incident with the peak tna plasmablade without further incident.

Manufacturer narrative:
(B)(4). Testing performed: visual inspection device: peak plasmablade tna product (B)(4) lot# 56738 quantity: 1 the device was returned in a bubble envelope (express pad pak) with no additional packing materials to fill the negative space. The device was returned within the original packaging but it had been opened. The adenoid tip, tonsil tip, cleaning brush, device tray and tyvek lid were included. The device was single bagged in a biohazard bag and was not sealed. The returns good information sheet was provided. The device lot number on the returns good information sheet matches the gch reported lot number. The handle and the tonsil tip appear to have been used. There was a small amount of blood on the cord and on the handle of the device. There was evidence of dried blood on and inside the tonsil tip. Additionally, there was charring on the electrode and evidence of high heat seen from the deformation of the housing which includes twisting and melting. The tonsil tip housing material showed evidence of melting onto the blade. See figures attached for confirmation. Investigation conclusion: the complaint was confirmed based on visual inspection of the tonsil tip. Due to similar previous complaints it has been hypothesized that the flame occurred while using the tonsil tip in an elevated oxygen environment. The nature of this complaint is similar to that of (B)(4). Further investigation of these complaints was performed to determine the root cause of the failure. Bench top investigations found that the silicone material in the tonsil tip can withstand the high temperatures seen during normal use. However, when exposed to temperatures in excess of 400 degrees c, it will burn, leaving behind a white ash residue (as shown in the figures above), but will not generate any flame. After several attempts of extremely harsh use failed to recreate the failure mode, it was hypothesized that the failure may have occurred from the high oxygen environment. Oxygen gas was introduced directly to the tip and after several seconds of activation on coag 10, the oxygen ignited and reproduced the burned tonsil tip. Due to the complaint history and the root cause analysis, (B)(4) was open and the proposed tonsil tip material change is in process. In addition, the peak plasmablade tna technique guide it states "observe all standard operating room safety precautions and set up. Be aware that the use of supplemental oxygen with an uncuffed endotracheal tube carries the greatest risk of fire".

Manufacturer narrative:
Corrected information: device evaluated by MFR?: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Eval code method, results and conclusion: product received by manufacturer and pending inspection. Product event: (B)(6).